Event description:
It was reported that over the past few months the patient's parents and teachers have noticed a loss of quality in the patient's hearing. Testing carried out showed a progressive damage to the electrode array. Electrode channels 3, 4, 6, 7, 8, 9, 11 and 12 have hi status. Electrode 10 and 7 show a short circuit. Electrodes 1 and 2 have an ok status but show very high impedances.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.